Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent nighttime hypoglycemic events, with blood glucose levels decreasing to approximately 40 mg/dl and requiring awakening to treat the lows. The patient also reported episodes of elevated blood glucose prior to sleeping and confirmed making multiple meal announcements without eating in an attempt to treat high blood glucose levels. Additionally, the patient acknowledged making multiple meal announcements during the day while experiencing elevated blood glucose levels and later identified that the infusion site was leaking due to a bent cannula. Blood glucose levels were affected for a couple of hours, and the patient treated low blood glucose episodes by drinking soda. No ketone testing, steroid injections, professional medical intervention, additional assistance, or immediate health effects were reported. Education was provided regarding the importance of not using meal announcements to treat high blood glucose levels, and follow-up with the clinical support team was planned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.